Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and minor scratches on display window. No button error alarms. However, the device had unresponsive buttons due to corroded keypad traces.

Event description:
The customer reported a button error alarm. The blood glucose reading was 270 mg/dl. He was at the gym working out when the alarm occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.